Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative:   territory 139 reported that while using actis size 4 broach, broach was broken in patient's femur. No surgical delay. Examination of the returned device by depuy material scientist on 17 apr 2020 confirmed the complaint of broken broach. Visual analysis found that the tip broke off and was returned. The complaint sample consisted of (B)(4) broach sz 4, lot pg274010. Review of as400 found there were 26 pieces with this part/lot distributed for use on 25 jan 2018. A search of the complaint database for this product code found similar complaints that were involved in a series review conducted by metallurgy. Based on the evaluation, the post feature of the broach was loaded beyond the material limit resulting in a high stress, low cycle fatigue fracture initiation and propagation to mixed mode ductile and brittle overload failure. The hardness of all the previously testes broaches met the requirement with results ranging from 41 hrc to 49 hrc. A product issue escalation (pia) 1566005 was conducted in july of 2019. The investigation determined the root cause is due to instrument design as the sharp radius creates a stress riser in the corner of the notch which leads to fatigue and breakage of the post. The pia determined this issue does not present an increased risk of harm to the patient and no increased regulatory risk. Product development implemented a design change to the radius of the notch, which will reduce the stress riser in the notch. Co 103611187 was implemented on (B)(6) 2019. The larger radius is more robust against fracture. Continue to monitor complaints under post market surveillance sep-419.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using actis size 4 broach, broach was broken in patient's femur. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hold sp 4/8/20.